Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had alarmed stuck button. Troubleshooting was performed. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that they did not press a button down for three minutes or longer. The customer was unable to clear the alarm. The battery cap was opened and that released the button. The customer just gotten off a flight. A self test was ran and the insulin pump passed. The insulin pump will not be returned for analysis.